Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) and subsequent expiration date (17) are unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked at the y-port with a green cap on. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Visual inspection was performed which showed all components were correctly placed and according to specifications; no defect was observed that could generate a leak. Pressure and clear passage under water testing was performed with no issues noted. Priming was performed and a leak at the second y-site clearlink was observed. An autopsy was performed on the y-site clearlink and a hole at the gland was identified. The reported condition was verified. The cause of the hole was due to a material defect during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.